Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user was raising the bed when the foot section made a popping noise and dropped down and would not raise back up. The bed is leaning now.